Event description:
It was reported, the pt has not recharged the ipg as recommended. In turn, the ipg is non-functional and can no longer communicate with the charger and programmer. There is no plan to move forward with surgical intervention at this time due to the pt's health issues.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.